Event description:
A monarch sling was implanted to treat stress urinary incontinence. It was reported that, as a result of having the device implanted, she experienced, among other things, "significant mental and physical pain and suffering, has sustained permanent injury," has undergone corrective surgery and has endured impaired physical relations with her husband. The mesh is said to have caused, "and/or in the future" will cause severe personal injuries, pain and suffering, severe emotional distress, economic loss, and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.